Event description:
It was reported that a new ilet user experienced elevated blood glucose after a meal and sought guidance on meal announcements, with the agent advising that the algorithm is still adapting and noting the user had consumed approximately 76 grams of carbohydrates announced using a trainer-provided carb scale. Symptoms included hyperglycemia peaking at 273 mg/dl. Outcomes included no alerts, no alarms, and no medical care beyond routine troubleshooting. Investigation included phone-based troubleshooting and user education regarding appropriate meal announcement practices for the ilet, including guidance to announce larger meals as multiple usual meals. Investigation of this case revealed user technique and meal announcement inconsistency as contributors to postprandial hyperglycemia, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user technique related to meal announcement practices while the algorithm was still learning.